Event description:
Steris contacted the user facility for additional information on the injured employee, however no additional information was provided.

Event description:
While opening the door of an eagle ethylene oxide sterilizer, the operator reported that a burst of hot air came out and struck her face. The employee inhaled the air, which irritated her eyes and throat. The employee went to the emergency room for treatment and was hospitalized for observation and released. No further information has been reported. The employee stated this event occurred when the sterilizer was opened for the first time after sitting idle over the weekend.

Manufacturer narrative:
A steris technician inspected the sterilizer and discovered an oily substance in the sterilizer chamber and a strong pungent odor. Each of the 4 ethylene oxide sterilizers at this site were found to have the oily substance and accompanying odor. The odor detected may have originated from the oily substance sitting in the machines as the machines remain at 130 degrees f when idle. However, the origin of the oily substance is unknown. The hospital's facilities department checked the compressor for oil leaks, but the compressor in this device does not use oil. The bronze sintered elements located in the device's air dryers were replaced and checked for oil, but no oil was found. The steris technician shut down the unit, which was taken out of service. The facility continues to use its three other sterilizers units. The investigation into the source of the oily substance and odor is ongoing.